Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi).

Event description:
The patient had one endeavor drug-eluting stent implanted in the lad. Approximately 13 months post stent implant, the patient suffered an mi. The investigator assessed that the event was not related to the study device. The patient recovered with treatment. Approximately 25 months post stent implant the patient suffered another mi. The investigator assessed that the event was not related to the study device. The patient recovered with treatment.